Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of high lead impedance was confirmed. The implantable cardioverter defibrillator (ICD) was returned for analysis. High lead impedance was observed on the bench for the low voltage right ventricular vector. Manufacturing analysis found an open circuit in the header due to a missing weld. The cause of the field event was due to a header anomaly.

Event description:
It was reported the patient presented for initial procedure. During implant, the implantable cardioverter defibrillator (ICD) exhibited high pacing impedance when the right ventricular lead was connected. The physician attempted to clean and reconnect the right ventricular lead but the high impedance persisted. The physician elected to complete the procedure with a different ICD. There were no patient consequences.